Manufacturer narrative:
Although the cage was returned, the decontamination form was not completed correctly. As such, the device could not be physically evaluated or cleaned and no failure modes could be identified. The complaint remains unrefuted for intra-operative movement of the cage during plate insertion and no cause can be determined. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during final impaction of the second roi-c anchoring plate, it could not be fully inserted and the roi-c cage moved. The devices were replaced. There were no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The product was returned without decontamination form which prevent from it examination . Current information is insufficient to permit a valid conclusion about the cause of this event. The review of the device history records and traceability is in progress to find if there is a non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is still in progress. Conclusion is not yet available. Product not decontaminated.

Event description:
Roi-c : anchoring plate couldn't be inserted. It was reported that during a roi-c surgery : the anchoring plate couldn't be inserted into the cage and the surgery was completed with another products. No x-rays are available, the operation was not delayed and the patient was healthy according to the reporter , the patient bones were not sclerotic . And the anchoring plates were not inserted into the same slot . Investigation is in progress.